Manufacturer narrative:
H6 - health effect clinical code 4581:pigment dispersion, pupillary bock, yag pi. Claim# (B)(4).

Event description:
A healthcare professional reported a research article entitled, "reverse pupillary block with pigment dispersion and elevated intraocular pressure following bilateral phakic intraocular lens implantation". The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced pupillary block, elevated iop, and pigment dispersion. Yag/pi and medications prescribed. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.